Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.

Event description:
It was reported that a pump displayed the message no disposable, clamp tubing when the cassette was being changed. Another cassette was immediately made and attached on the back up pump. Infusion was continued without disruption. During troubleshooting with the pump, the patient gave herself a bolus dose and felt unwell afterward. The patient does not know how she did this. The pump rate was confirmed to be 44ml/24hr on the pump. There was no medical intervention. The patient's infusion is life sustaining. The product fault did not occur while in use with the patient. No patient injury was reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: h4: mfg. Date. 12-jul-2021 correction: d4: expiration date. 15-jul-2026.

Manufacturer narrative:
B5: customer response (B)(6) 2022. Addition information received: it was reported that patient confirmed that the defective pump is available for return; pharmacy is facilitating. Cassette is not available for return. No tracking info available. No medical intervention was needed, the event outcome was: resolved.